Event description:
A male pt underwent aaa repair in 2009. The pt received a zenith main body zt and three zenith iliac zt legs. The pt's procedure went as planned; however, in the evening, the pt expired due to myocardial infarction.

Manufacturer narrative:
Event eval: still under investigation at this time.